Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not he device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6) 2008 - repair of a hernia was performed. Following the procedure, the pt had numerous complications and required multiple physician visits and follow-up. Subsequently, the pt noticed problems associated at the site of the hernia repair and inserted mesh, and experienced great abdominal pain as well as nerve pain. Pt was subsequently hospitalized and underwent exploratory laparotomy with lysis of adhesions, bowel resection and removal of the mesh material. He was implanted with another bard mesh. Pt has suffered and will continue to suffer physical pain and suffering pt suffered severe injuries, physical pain and suffering, impairment, disability.